Manufacturer narrative:
The customer returned four vials of strip lot 345217-11 for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.8 - 3.6 inr): qc 1: 3.2 inr, 3.2 inr, qc 2: 3.1 inr, 3.2 inr, qc 3: 3.1 inr, 3.1 inr relevant retention test strips (lot 345215, 345217) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Event description:
The initial reporter questioned inr results for multiple patients tested on multiple coaguchek xs pro meters compared to a laboratory using the stago method between (B)(6) 2018 and (B)(6) 2019. Based on the data provided, the results for 54 patients were discrepant. The customer was unable to provide the serial numbers for all meters involved. The coaguchek xs pro meter serial numbers provided were: (B)(4). Each meter to laboratory comparison was performed within 7 hours. There was no allegation that an adverse event occurred. The test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.